Event description:
Additional information indicated that "the device felt like it had slipped out of place, it was way too high and felt close to the skin." It was stated that the implantable neurostimulator (ins) might be flipped but it was still not confirmed at the time. An appointment with the implanting doctor on (B)(6) 2012 was scheduled "to take a look." In addition, coupling and/or communication issues were reported. An ins overdischarge was suspected. The last successful recharging session was 2 to 6 months ago and it was also stated that it was a month since the last charge. It was unclear which was correct. Using antenna locate (al) feature was not effective. Two weeks later telemetry issues were reported. The last time any stimulation was felt was 2 to 6 months ago and it was indicated the patient last had stimulation about 2 months ago, it was unclear which situation was true. Using al 3 times didn't resolve the issue. All results ranged approximately from 36 to 54. Physician reset mode (prm) was started and the reporter knew how to address power on reset (por) condition once that occurred. Three days later it was stated that an overdischarge was still suspected. Prm was scheduled to be performed on (B)(6) 2013. There was no information about the ins being flipped. The patient not using ins for an extended period of time was reported.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Follow up information received reported that the patient cancelled their appointment scheduled for (B)(6) 2013 and had not been seen for the issue since. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received from the patient indicated that they still had concerns with their device therapy but was working with their physician and the manufacturer's representative to resolve the issue. The patient confirmed the appointment date of (B)(6) 2013. If additional information is received, a follow up report will be sent.

Event description:
It was reported the implantable neurostimulator (ins) was loose in the pocket. It was stated the ins had been loose for about three weeks and may have moved. A flip of the ins was not confirmed. It was further noted the patient had not charged the ins 'in about a month.' I was also stated the patient 'normally does not charge the ins more than once a month.' The level of the ins battery was unknown. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).